Event description:
It was further reported that the 3.00x11mm non-bsc stent used during this procedure was deployed overlapping the 2.75x38mm promus element stent to treat the stent shortening. The patient died approximately 5 or 6 days after the thrombosis was discovered. In the physician's opinion the stent deformation contributed to the stent thrombosis and patient death. The cause of death was the anterior myocardial infarction.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred following deployment and the patient expired following stent thrombosis and myocardial infarction. Access was obtained via the radial artery. The 35mm in length, 2.75mm in diameter, eccentric, de novo and 90% stenosed target lesion being treated was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. The lesion was predilated with an unspecified balloon catheter. A 2.75x38mm promus element stent was then advanced and deployed in the lad. The stent seemed well positioned and well apposed following deployment. A 2.75x15mm and a 2.00x10mm unspecified balloon catheters were then advanced and inflated in the lad and diagonal arteries in the kissing balloon fashion. It was then noted that the proximal end of the 2.75x38mm promus element stent had shortened. An unspecified stent was then advanced and deployed, overlapping the deformed end of the promus element stent. It was reported that a 3.00x11mm non-bsc stent was also deployed during the procedure. The patient was given clopidogrel (75mg/day) and aspirin (100mg/day) at discharge and in the physician's opinion the patient was compliant with the antiplatelet medications. Approximately 4 days following the stenting procedure, the patient experienced an acute myocardial infarction and stent thrombosis was diagnosed in the lad. Aspiration, mechanical recanalization and antiaggregation was performed, however the patient died. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).